Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer generated four (4) false low sodium (na) patient results on two (2) different days ((B)(6) 2013). This report documents the three (3) false na patient results generated on (B)(6) 2013. The false low results were not reported out of the laboratory. When the issue was noticed, the samples were repeated on an alternate instrument in the laboratory and those results were reported. The customer indicated that only na results were affected in this event. The results provided by the customer are shown in this report. Patient treatment was not impacted from this event.

Manufacturer narrative:
Quality control (qc) prior to the event was low and exhibited the issue. However, the lab-established range is wide, and the qc fell within range. A bec field service engineer (fse) was dispatched and noted that the flowcell was dirty and found a bubble on the face of the na electrode. The fse replaced the electrode and cleaned the flowcell. MDR 2050012-2013-00327 is related to this event and documents the false low na result obtained on (B)(6)2013.